Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold testing. There was no patient involvement.

Manufacturer narrative:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. A getinge field service engineer (fse) replaced drive manifold assembly (d104-00-0031) and completed full pm. As part of routine maintenance fse also replaced rear handle (d367-00-0114), screw kit (d040-00-0458-03), cover (d441-00-0194), o-ring buna-n 1-008 n70 (d354-00-0208). Equipment passed all functional testing. Device cleared for clinical use is unknown. No patient involvement was there, no harm reported. The failure analysis and testing department could not verify the failure of membrane leak tests failed and could not observe ¿gas loss warning¿ message. The failure analysis and testing department pumped for 1 hour and did not see any error message on the display or in the fault logs. Drive manifold assy, passed testing. Retaining the drive manifold assy, in the fat dept. As per procedure (B)(4) rev an. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.